Event description:
It was reported that when the device was charging to 200 joules or higher, it would read low. Also, the device would not show test when shocking into the paddle wells. There was no patient use associated with this incident.

Manufacturer narrative:
The customer (biomed) replaced the power conversion pcb assembly, fixing the issue of the device reading low when charging over 200 joules. The customer also noticed that the reed switch was disconnected on the front of the device, causing the device to not show test when shocking into paddle wells. The device was tested and returned to the end user for use after the repair.